Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Data was reviewed from the reported event dates of 03jan2025 - 04jan2025. Beginning on (B)(6) 2024 at 22:30, several low voltage and no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). Each loss of power lasted less than a minute before resolving when external power returned to normal levels. The alarms did not reoccur after resolving on (B)(6) 2025 at 01:01. The backup battery was supported to the system as intended. Pump function was not affected. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power alarm and multiple other associated alarm types. This event was caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Data was reviewed from the reported event dates of (B)(6) 2025. Beginning on (B)(6) 2024 at 22:30, several low voltage and no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). Each loss of power lasted less than a minute before resolving when external power returned to normal levels. The alarms did not reoccur after resolving on (B)(6) 2025 at 01:01. The backup battery was supported to the system as intended. Pump function was not affected. The root cause of the no external power alarms was determined to be the loss of power to the house. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the mobile power unit (mpu) has a v-lock connector on the ac power cord. The ac power cord did not come loose at the outlet or from the back of the unit. It was noted that there was a power outage that affected ac power at the time of the event.